Event description:
It was reported that difficulty was encountered while advancing a lead during a surgical procedure. It was stated that a second implantable neurostimulator (ins) was used and both devices had difficulty advancing the lead. It was stated that the setscrew was backed out as far as possible and there was continued difficulty advancing the lead. Currently with the second ins, the lead was in the header block and inside the pocket when impedances were tested. The test setting was increased (2.5 volts and a pulse width of 330 microseconds), but impedances continued to show a high reading (on non-consistent electrode pairs). The motor response of bellows and toe flicks were seen. The patient did feel stimulation when the amplitude was increased. It was stated that after successfully placing the lead, normal impedances were not achieved. It was stated that the healthcare provider (hcp) had issues with the setscrew. It was reported 4 days later that the second ins was opened and used to resolve the issue. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jvt3, implanted: (B)(6) 2014, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.